Event description:
A remstar pro c-flex+ device was returned to a third-party service center in reference to voluntary field safety notice/ recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the third-party service center, the device was visually inspected, and object code indicates the blower contributing to the foam degradation no foam particles were noted in airpath, yet foam degradation was noted. The device's sound abatement foam (needs) or (was) replaced to address the issue. In addition, the service technician observed dust fail. The device was scrapped after evaluation was completed. This event is reportable under FDA 21 cfr part 8-3 as it meets the criteria for a serious injury and/or product malfunction.